Manufacturer narrative:
Event year reported as 2018; however, exact date of postoperative helical blade protrusion is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an osteosynthesis surgery was performed using trochanteric femoral nail advanced (tfna) system for femoral trochanteric comminuted fracture. The surgery was completed without any delay. However, on (B)(6) 2018, the patient complained of buttock pain and the hospital found out that the tfna helical blade protruded on the acetabular cartridge. The surgeon commented, it seems that the bone union did not proceed and induced the perforation of the blade because the instability continued because of the pulverization case. Thus, the patient could not walk because of the protrusion. The patient had an implant removal surgery on (B)(6) 2018, and total hip arthroplasty on (B)(6) 2019. Concomitant device/s reported: unknown nail ( part # 04.037.014s, lot # unknown, quantity 1). Screw ( part # unknown, lot # unknown, quantity 1). This report is for one (1) tfna helical blade 100mm sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: 04.038.300s, lot number: h278155, part manufacturing date: 21 february 2017, manufacturing site: elmira, part expiration date: 01 february 2027, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h278155 of tfna helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 9974143 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.